Event description:
It was reported the emergency department physicians feel the guidewire in these kits are not the same quality that they used to be. Multiple physicians have expressed concerns with the guidewires kinking. This has occurred several times but there is no exact number. It is not known if there were any delays in treatment and there have been no pt deaths or complications reported. It was noted the sales rep has provided a different size guidewire which has resolved this issue.

Manufacturer narrative:
(B)(4). The device will not be returned.